Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error c33 occurred against the erbe generator. The customer restarted the erbe, and removed all of the cables from the erbe, with no resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed the reported error. The tse asked the caller to restart the erbe again, but the issue returned. The tse advised that the erbe would need to be replaced. The tse asked the caller if they had a force triad generator available, which was not the case. The caller stated they might use an external erbe generator to perform the surgery. There was no additional information provided. The ports were not placed when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.